Event description:
A user facility reported to olympus the hd camera head was not working properly during reprocessing. Upon inspection and testing of the customer returned device, it was observed having no image displayed due to faulty cable unit. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center confirmed the reported event due to a defective cable. The defective parts were replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-dec-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction of the cable resulted in failure of the image function and the phenomenon indicated [no images] may have occurred. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.